Manufacturer narrative:
The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and seroma.

Event description:
Healthcare professional reported "it was dark inside the implants. The doctor didn't know if it was betadine or possibly mold in the implants". Later healthcare professional reported "capsular contracture (4)" and "she reported fluid around this implant. Aspiration performed elsewhere and she reported it was benign". This record is for the right side. The device was explanted.